Manufacturer narrative:
The device was not returned to olympus and could not be evaluated. Based on the results of the investigation, the e433 error message was likely caused by a faulty generator board; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the customer is required to check the function of all devices used prior to a procedure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator had an e433 error occur when the device was turning on. The issue occurred during receipt inspection for a therapeutic prostate treatment. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.